Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor did rotate, however the motor was running at low revolutions per minute (rpm's) due to a worn flex circuit. Therefore, the reported condition was confirmed. The assignable root cause was determined to due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was not working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported that there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.